Event description:
It was reported that the patient was complaining of pain at the implant site where the device was located. It was noted that the patient wanted the system removed due to lack of pain relief. It was noted that the patient was not getting substantial relief after several reprogramming attempts by the manufacturing representatives and pain at the implant site. It was noted that the patient did not want the device moved but that the patient wanted the device explanted. It was noted that the patient¿s status at the time of report was alive with no injury.

Event description:
It was further reported that there were no malfunctions noted with the device. The cause of the pain was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).